Event description:
Reported that the system 9600 has continuing intermittent communication errors. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Communications failure is intermittent.